Event description:
It was reported that the lead was capped and replaced due to an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in four segments for analysis. External insulation abrasions were noted at 0.4-0.5cm and 3.2-3.3cm from the proximal cut end of the middle section of the lead, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.